Manufacturer narrative:
Citation: yoshino m et al. Ap19-01137 comparison of ventricular pacing dependency rate by the difference of pacing mode in patients with pacemaker implantation after trans-catheter aortic valve implantation. Cardiac implantable electronic devices (cieds). J arrhythm. 2019 dec; 35(suppl 1): 459¿460. Doi: 10.1002/joa3.12273. Published online 2019 dec 29. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided. Without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based), and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding a comparison of ventricular pacing dependency rate by the difference of pacing mode in patients requiring permanent pacing after transcatheter aortic valve implantation (tavi). All data were retrospectively collected from a single center between june 2010 to june 2018. The study population included 216 patients who underwent tavi with medtronic core valve transcatheter valves or non-medtronic transcatheter valves. Patient demographic data was not disclosed. No serial numbers were provided. Among all patients, adverse events included: new permanent pacemaker implantation after tavi. Indications for pacemaker implantation comprised: complete heart block, type ii second-degree heart block, bradycardia, and sick sinus syndrome. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.